Event description:
It was reported that during the procedure, dr. (B)(6) were tried to realign the nail when inserting it into the patient. During that process the proximal end of the nail was sheered off. No more information available.

Manufacturer narrative:
It was reported that during the procedure, the surgeon tried to realign the nail when inserting it into the patient. During that process the proximal end of the nail was sheered off. The affected trigen meta-nail, used in treatment, was returned and evaluated. A lab analysis during this investigation noted the device fractured by the initiation and subsequent propagation of shear forces. The fracture likely initiated on the lateral side of the nail through the proximal hole. The shear forces quickly propagated in q quasi-stactic manner to an extent that the cross-sectional area of the nail could not bear the imposed loading. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Possible causes could include but not limited to assembly issue, unclear user instructions or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.